Event description:
It was reported that this pacemaker system was implanted on the right side of the patient. Prior to closing the pocket, the right atrial (ra) lead and right ventricular (rv) lead exhibited acceptable threshold measurements. After the pocket was closed, threshold measurements started to increase in parallel. Further testing was performed and the ra lead exhibited loss of capture (loc) and the rv lead exhibited intermittent loc at max outputs. Impedance measurements were found to be stable. Further information was received that this patient experienced muscle stimulation. A request was made to have data from this device analyzed. Data analysis confirmed the power consumption of this device was not unusually high, the measured lead impedances appear acceptable and no other unexpected errors were noted. A chest x ray was performed and the ra lead was noted to have a questionable insertion into the device. Further evaluation of this system was recommended. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this pacemaker system was implanted on the right side of the patient. Prior to closing the pocket, the right atrial (ra) lead and right ventricular (rv) lead exhibited acceptable threshold measurements. After the pocket was closed, threshold measurements started to increase in parallel. Further testing was performed and the ra lead exhibited loss of capture (loc) and the rv lead exhibited intermittent loc at max outputs. Impedance measurements were found to be stable. Further information was received that this patient experienced muscle stimulation. A request was made to have data from this device analyzed. Data analysis confirmed the power consumption of this device was not unusually high, the measured lead impedances appear acceptable and no other unexpected errors were noted. A chest x ray was performed and the ra lead was noted to have a questionable insertion into the device. Further evaluation of this system was recommended. Further information was received that a revision procedure was performed. Testing was performed and when the leads were connected to the can out of the pocket, bipolar pacing resulted in muscle stimulation. When the can was placed back into the pocket, stimulation occurred as well. Additionally, loc was observed with unipolar configuration with the can in the pocket. Testing was performed with the pacing system analyzer (psa) and no issues were observed. The leads were tested with a different can and no issues were noted. The physician opted to explant the pacemaker and a new one was successfully implanted. No additional adverse patient effects were reported. This lead remains in service.